Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power cable was loose. A field service engineer (fse) found several power interruptions along with temperature out of range, confirmed probe and display readings were correct within 3 degrees, checked the refrigerator power cable and noted it was slightly loose, though a zip tie had been used for stabilization, checked about the availability of a bracket to secure the connection and reseated the cable. The fse tested in hardware test application, temperature was good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the unit was not able to stay powered on, and the temperature increased to 69 degrees while medications were stored inside. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.